Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose levels, with a reading of 355 mg/dl. The customer's blood glucose at the time of the call was 77 mg/dl. The customer stated that she felt like vomiting prior to being hospitalized. The customer stated that she received a failed battery test alarm prior to the hospitalization, and she was unable to clear it due to the esc and act buttons not responding. The customer stated that she changed the battery several times, but the insulin pump continued giving the same alarms. Also, when pressing the up arrow button, the numbers would scroll up on the screen. The customer removed the pump due to these issues, and then experienced high blood glucose levels, which led to the hospitalization. Troubleshooting revealed no anomalies with the battery cap, contacts or contact spring. Advised the customer that the pump would be replaced, and she agreed to return the device.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces or numbers ramping up noted. The keypad connector was fully locked. The insulin pump had had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.